Event description:
It was reported that the catheter was used off-label to perform a cavotricuspid isthmus (cti) ablation and the patient experienced st segment elevation. During a pulse field ablation (pfa) procedure to treat atrial fibrillation using a farawave catheter the patient experienced st segment elevation. The patient had been pretreated with 300 mcg nitroglycerin. The st segment was observed on lead 3 and v1 immediately after one ablation pulse to the cti was delivered. Use of the catheter to perform a cti line ablation constituted off-label use, as it is indicated to perform pulmonary vein isolation (pvi) per the instructions for use (IFU). More nitroglycerin was administered, and the st elevation went away for a little while. The cti ablation was aborted and the transseptal puncture was performed. The st elevation started over again after the first pulse was delivered in the left superior pulmonary vein (lspv). Nitroglycerin was administered again, but the st elevation kept coming back. Contrast was administered to the coronary arteries, but no blockages were observed. The st elevation eventually subsided, and the procedure was cancelled. The patient fully recovered from the complication. The device is not expected to be returned for analysis due to disposal.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.